Event description:
It was reported the customer was hospitalized for high blood glucose. Date of hospitalization was (B)(6) 2015. Blood glucose at the time of admission was 129 mg/dl. Customer stated they could not stop vomiting prior to being hospitalized. The customer also stated their blood glucose rose to 500 mg/dl. It was found the cause of the customer's hospitalization was diabetic ketoacidosis and a viral infection. The customer also stated they will transferred to the intensive care unit for treatment.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.